Event description:
The clinical nurse specialist requested an event log review for a possible overinfusion of unspecified pca medication. She stated that each time the patient pushed the button for a dose of medication, the pump would stop infusing and prompt to re-start. The patient was later noted to be very sedated and they were concerned that possibly the pump had given multiple doses at once. The reporter indicated she saw multiple entries in the log indicating the handset detached. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.